Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No cosmetic damage was noted per visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a blank display and customer experienced low blood glucose. The customer¿s blood glucose levels were 300 mg/dl and 48 mg/dl. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display did not return after restart. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.